Event description:
A user facility returned the olympus, model lf-dp, tracheal intubation fiberscope to olympus for repair due to a report of air/water leakage. Upon inspection and testing of the returned device, peeling off of the coating on the insertion section was found, greater than or equal to 1 square millimeter. This report is submitted due to the peeling off of the coating on the insertion section, greater than or equal to 1 square millimeter. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found peeling off of the coating on the insertion section, greater than or equal to 1 square millimeter. (1) defects of the suction function; (2) control section broken; (3) defects of the insertion tube - non-bending section; (4) buckling and deformation of the channel; (5) defects of the control body; (6) defects of the eyepiece section; (7) light output from light guide lens did not meet standards; (8) leakage from the insertion section. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 4 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon was caused by stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.